Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Since the device also reached end of life (eol) it was decided to address this issue the day of the replacement procedure. Additionally the patient experienced palpitations. At this time no changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Since the device also reached end of life (eol) it was decided to address this issue the day of the replacement procedure. Additionally the patient experienced palpitations. At this time no changes have been performed. This lead remains in service. No further adverse patient effects were reported.